Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the suture broke. The surgeon converted to a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition as satisfactory.